Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -16.5/3.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after operation, the visual acuity of the left eye was 0.8, and the intraocular pressure of the left eye was 20mm hg. The arch is 600um high.